Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received on 18-nov-2021 indicated that the treating physician confirmed it was a device-related intra-stent thrombus. Modified information received on 22-nov-2021 indicated that the adverse event ¿intra op thromb¿ was added to the clinical database. The start date of the event was (B)(6) 2021. The event required medication (i.e., integrilin) and prolongation of existing hospitalization. The event resolved on the same day. Per the pi, the event was moderate in severity and possibly related to the study device. The event was considered serious and unexpected/unanticipated (pending clarification). Another coil was added to the device log: 2.5mm x 3.5cm orbit galaxy complex xsft from lot number 30371456. The coil was reportedly used but not implanted (pending clarification). Modified information received on 06-dec-2021 indicated that in the opinion of the investigator and in accordance with the list of expected events in the protocol, and instructions for use, is the adverse event: value "unexpected/unanticipated" was changed to "expected/anticipated". A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated section on this medwatch report: b4, b5, d1, d4, g3, g6, h2, h4, h6 and h10. Section b5: additional information received on 15-dec-2021 indicated that per the principal investigator (pi), the event was not coil related. The event was moderate in severity. The event resolved during the procedure without any adverse outcome. The crf was modified to reflect the following, ¿if event is both serious and device related, in the opinion of the investigator and in accordance with the list of expected events in the protocol, and instructions for use, is the adverse event¿ "expected/anticipated was changed to "n/a (does not meet above criteria)". Pi assessment of study device relationship was changed from ¿possible¿ to ¿not related¿. The site has updated the device log. There was kickback from the microcatheter while trying to go through the interstices of the stent to get to the aneurysm. The lot number of the 2.5mm x 3.5cm orbit galaxy coil that was implanted was 30371456. Cerebral thrombosis is a known potential adverse event associated with coil embolization procedures. With the information provided, it is not possible to determine the root cause of the thromboembolic event. However, there are patient, procedural, and pharmacological factors that may have contributed to the reported event. Based on the available information, there is no indication of any device defect or manufacturing issues related to the reported event. Additional information received on 15-dec-2021 indicated that the event was not related to the study coil. Therefore, the event no longer meets MDR reporting criteria. The file will be re-reviewed if additional information is received at a later date. A manufacturing record evaluation was performed for the finished device 30371456 number, and no non-conformances related to the malfunction were identified. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the (B)(6) study, a (B)(6) male (subject (B)(6)) with a history of diabetes, headaches, controlled hypertension, stomach ulcer, sleep apnea, and class 3 obesity (bmi 46 kg/m2) underwent stent-assisted coil embolization of an unruptured cerebral artery aneurysm (unspecified) on (B)(6) 2021 and experienced a thromboembolic event during the procedure. Intergrilin was administered as treatment. The patient was asymptomatic; the thromboembolic event was only observed angiographically. The patient was discharged home on the following day with modified rankin scale (mrs) score of 1. Information regarding target aneurysm location was not entered on the case report form (crf). Lvis jr. Microvention stent-assisted coil embolization was then performed with the implantation of a 2.5mm x 3.5cm orbit galaxy coil (unknown product code & lot number) via a headway duo microvention microcatheter. There was microcatheter kickback (loss of access to aneurysm) experienced twice during the procedure. Heparin was administered during the procedure. In the opinion of the investigator, treatment of the target aneurysm was considered complete, and the study coils were successfully implanted at the target site with 40.61% angiosuite packing density. Immediate post-procedure modified raymond-roy classification score was class I: complete obliteration. There were no reported study device deficiencies. The complaint coil remains implanted and is thus not available for evaluation.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, and ethnicity was not reported. (B)(6). Procode: krd/hcg. The product catalog and lot numbers were not reported; UDI unavailable. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.